Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. An infusion set site change was performed and additional occlusion alarms occurred. Customer¿s blood glucose level elevated to 380 mg/dl. Customer was treated with intravenous fluids and insulin drip in the hospital. Customer was released from the hospital two days later with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.